Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device replacement procedure, both the right atrial (ra) lead and the is-1 portion of the right ventricular (rv) lead were stuck in the header of this cardiac resynchronization therapy defibrillator (crt-d). Attempts to release the setscrews using both torque and fixed wrenches were unsuccessful. The set screws were drilled in an attempt to release them; however, this was also unsuccessful. Finally, the header was cut from the device body and the ra lead was surgically abandoned. The is-1 portion of the rv lead was surgically abandoned as well but the rest of the lead remains in service for defibrillation purposes. No adverse patient effects were reported. The crt-d will be returned for laboratory analysis.